Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on this baxter meridian device. At the beginning of treatment the air detector alarmed and venous line clamped. Hcp saw "foam throughout the system" and below the venous clamp. Hcp discontinued treatment and placed pt on a different meridian device with a new bloodline setup. Hcp reported they found a faulty transmembrane protector. Hcp reported no patient injury and no medical intervention was necessary as a result of this event.